Manufacturer narrative:
Result: side rail latch.

Event description:
It was reported by service report that the pt right foot siderail would come out of the locking position. No pt involvement or adverse consequences are reported.